Event description:
The patient had a surgical cardiac ablation using a st. Jude ultrasonic device. Post-op, the patient complained of difficulty swallowing and was re-admitted. A swallow exam revealed evidence of a localized esophageal perforation.